Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. It was reported that the ipg would not connect to the patient controller. The patient underwent a surgical procedure on (B)(6) 2020 and the patient stated that the device was placed into surgery mode. The issue was resolved through troubleshooting. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's scs ipg would not communicate with external devices following an unrelated surgical procedure. A manufacturer representative met with the patient and was able to repair the device and restore functionality. The patient is receiving therapy.